Manufacturer narrative:
(B)(4). (B)(4). The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was a received with only five staples present, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during an unknown procedure, the device could not be fired as normal. The surgeon found there was no cut when he opened the jaw. The staples were malformed. Changed another one to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Event description:
The customer received a blood glucose reading of 550 mg/dl from his contour and a reading of 201 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.